Event description:
In 2002 the end-user called disetronic medical systems, USA and stated that they woke up with blood sugar of 420. While in the hosp the site was removed and the soft cannula was bent. On november 22, 2002 maersk medical a/s received the complaint and 5 unused infusion sets.